Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one nc euphora balloon catheter when the balloon burst during balloon inflation at 12 atm on the first inflation. The device also detached, cracked or fractured during delivery through the vessel at the balloon. The device was inspected with no issues. Negative prep was performed with no issues. The device was not kinked and restraightened during use. The lesion was pre-dilated. The lesion being treated was a moderately tortuous, severely calcified lesion with 70% stenosis located in the proximal circumflex (cx) artery. The device passed through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. Following drug eluting stent implantation with a non-medtronic 3.0 x 24 mm stent, post-dilation was performed using the nc euphora balloon to optimize stent apposition. Balloon inflation proceeded normally until 12 atm, when the balloon burst. At the time of the event, vessel rupture was initially suspected; however, it was subsequently determined that the issue was related to balloon failure. After the balloon burst, the balloon became stuck at the stented lesion location. During attempts to retrieve the balloon catheter while applying force, the catheter shaft was removed from the patient, but balloon material remained inside the vessel. It was reported that the retained balloon material was stuck within the implanted des. Multiple attempts were made to cross the lesion using cto wires and small-diameter balloons, including 1.0 mm balloons, but these efforts were unsuccessful. These attempts lasted more than 1 hour. During this time, the patient became unstable, and the circumflex artery was occluded at the location of the retained balloon material. Due to the patient¿s condition and unsuccessful percutaneous retrieval attempts, the patient subsequently underwent coronary artery bypass grafting (CABG), with bypass placed distal to the stented segment. The procedure was reported as successful. No further patient complications were reported as a result of the event.